Event description:
It was reported that the doctor connected this device with versa pulse 80; 100. Upon activating, unusual flashes appeared on the screen. The doctor replaced the device with a slimline ez365, and could perform the procedure. Then doctor replaced the slimline ez365 with another new endobeam 200u, and saw flashes on the screen again when activating it. The doctor connected a slimline ez200 to complete the procedure. Per the sample received it was found that the tip of the device broke.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.